Manufacturer narrative:
The hospital replaced the bellows housing. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. Inspection of the equipment noted a broken bellows housing. There was no reported patient injury.